Event description:
Delta - monitor did not alarm.

Manufacturer narrative:
Based on the info received, draeger medical has not found any evidence to conclude that the monitor was not performing as intended. Our eval determined that the adverse event reported is not a result of a device failure.